Manufacturer narrative:
Additional information: d4: catalogue # (identified during sample return), d9, h3, h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set clamp was difficult to close. It was further described as "the integrated roller closing the miniset is defective, not functioning well". This occurred during setup of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.